Event description:
Additional information: it was reported that the pump had saline in it. In regards to the filp it was stated that the pump was not sutured to fascia during implant. It was stated that the event has not been resolved since the patient has other medical issues and cannot have surgery. It was stated that patient is resolving current health issues not related to the pump. Patient was not getting effective therapy from pump. Catheter revision has yet to be scheduled.

Manufacturer narrative:
(B)(4).

Event description:
A confirmed flipped pump was reported. It was stated that the pump had flipped between the time of implant and post-operative visit. Managing physician suspected flipped pump when the first refill was attempted. Diagnostics included x-rays. It was stated that an additional x-ray exam was performed on (B)(6) 2014 and the catheter appeared to be kinked and was retracted to within one vertebral body. Patient symptoms were reported as pain. Patient status at time of this report was noted as ¿alive ¿ with no injury¿. It was added that no actions were taken as of yet, a revision of the pump was planned, no date was set as yet. Drug delivered via the pump was noted as 'none'. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
[It was reported that the pump had saline in it. In regards to the filp it was stated that the pump was not sutured to fascia during implant. It was stated that the event has not been resolved since the patient has other medical issues and cannot have surgery. It was stated that patient is resolving current health issues not related to the pump. Patient was not getting effective therapy from pump. Catheter revision has yet to be scheduled.] Was received on (B)(4) 2014.

Event description:
Additional information received reported that there would be a pump revision on (B)(6) 2014. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that prialt was contained in the pump at the time of the event. It was noted that the patient is doing ok at the time of report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that a catheter replacement took place. The catheter was coiled in the pocket and broken below the pump connection. The distal portion of the catheter had withdrawn partially from the intrathecal space. The anchor was detached from the fascia. The doctor replaced the entire catheter. He was able to advance approximately 5 vertebral bodies into the thoracic intrathecal space. The new catheter was anchored to the fascia. The existing pump was attached and re-anchored at four points in the pocket. The doctor was able to aspirate cerebrospinal fluid (csf) from the catheter access port (cap) without difficulty. The pump connection was secure, and turned easily. The pump had preservative free normal saline and was set at minimal rate.

Event description:
Additional information received reported the associate of the implanter was upset because the clinical specialist (cs) did not instruct the new implanter to suture the pump at implant. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).